Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the micropore-surgical tape 1 x 10yds. The patient mentioned that his clinic gives him a different kind of tape because the micropore causes a reaction to his skin. The patient involvement was unknown, however there was a harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).